Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On 07/22/2025, a sales representative reported via sems (B)(4) that an ar-1562bc-cp fhl implant systems screw broke. This occurred during a case when the surgeon went to advance the tenodesis screw the screw broke. They were able to remove it, discard and replace it with another. There were no adverse effects to the patient or procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.